Event description:
It was reported that in the cardiothoracic intensive care unit(cticu), a male pt was receiving intra-aortic balloon (iabp) therapy. The intra-aortic balloon (iab) was inserted on (B)(6) 2010 at the bedside and therapy was delivered for approximately 8 hours with no problems noted. The incident occurred when the rn caring for the pt turned the pt on his side and noticed blood in the tubing. The iab was turned off and removed. The iab was not replaced and the pt was listed as "ok." There was no pt death, injuries or complications related to this event. The pt has been transferred out of the ICU.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.